Event description:
During procedure, clinical staff attempted to utilize device for laparoscopic sealer and divider. Device intact at time of utilization however error message occurred when plugged in. New device obtained. Provider aware and clinical decision to use different device. No harm to patient.